Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft and no kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the inner lumen was detached from the tip of the device. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified that the distal markerband was free floating within the balloon.

Event description:
Reportable based on the device analysis completed on 12feb2025. It was reported that the balloon was partially inflated. A 10mmx3.50mm was selected for use. During the procedure, it was noted that the balloon appeared partially inflated in the sheath. The scrub nurse had to use a lot of force to have the plastic sheath removed from the balloon. The procedure was completed with alternative device. There was no patient complications reported post procedure. However, device analysis revealed that the distal markerband was free floating within the balloon.